Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A photograph of the complaint sample was provided. The photographs displayed a used intestinal tube, wound tightly with a bezoar and a knotted tube was verified. Bezoar and knotted tube are known complications of use of device. The device involved in the event is expected to be returned. A follow up medwatch will be submitted upon completion of the investigation or if any additional relevant information is received.

Event description:
In (B)(6) 2014, patient in (B)(6) was started on duopa therapy. Report indicated that the tip of the intestinal tube was like a "corkscrew" which was uncomfortable for the patient. The intestinal tube wound on itself in the stomach and caused occlusion. It has led to vomiting, stop of feeding, administration of drugs and laceration of the stomach. The intestinal tube has been replaced with a non abbvie manufactured device. The patient is at home.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. During evaluation, it was observed that there were multiple knots on the tube containing points were the tubing is tightly wound causing tubing to kink. In addition, there was a bezoar that has formed around the knotted j- tubing. Bezoars are retained concretions of undigested food material in the intestinal tract. Perforation is a known hazard of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.